Event description:
It was reported that the atrial lead showed over sensing. The other electrical parameters were good. The physician decided not to take any action. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).